Event description:
During the implant procedure, difficulty inserting the stylet in to the right ventricular (rv) lead was reported. The rv lead was replaced in order to complete the implant procedure and the patient was stable.

Manufacturer narrative:
Additional information: the reported field event of difficulty advancing the stylet though the lead was confirmed. The stylet would not pass beyond the middle region of the lead due to dried blood clogging the inner coil lumen.